Event description:
Vague report received of ongoing issues with the devices spontaneously turning off when bumped or during patient transport. The customer reported "the patient was waiting for heart surgery and was on milrinone. Each time I went in the room, the pump was completely off. I believe once was when she got up to go the bathroom but the other times were spontaneously. I switched out the module and the pump throughout the day and tagged them." "The things they beep for include, "communication error" for a pump that wasn't touch and then the drip goes off until fixed. Constant "air in line" when there is no air anywhere. We had one incident about a week ago that the pump turned off for no reason with no alarm when milrinone was running." There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The carefusion sales representative examined the iui connectors on a sample of the customer's devices, green corrosion and contamination was present on the iui connectors on some of the devices that were examined. The iui connectors were replaced at the customer site; no product expected to be returned, no failure investigation could be performed. The reported issue of corroded iui connectors was confirmed during an on-site visit to the customer's facility.